Manufacturer narrative:
This report is being filed on an international product, list number 8k19 that has a similar product distributed in the us, list number 2j44. There were no patient samples or customer reagent kits made available for the investigation. The investigation began with a thorough review of the manufacturing and testing records available for axsym troponin-I adv reagent lot number 56954jn01. This review did not reveal any events or issues that could impact the performance of lot 56954jn01. In order to protect the patient management of our customers, release specifications are developed which every lot must meet before it is released to market. Prior to the release of an axsym troponin-I adv reagent lot, the performance of the reagent kit is evaluated for its ability to accurately detect troponin-I on the abbott axsym system. The axsym troponin-I adv controls and a range of panels (panels are internal plasma-based samples of known concentration frequently called for in a product's testing documents to evaluate the acceptability of the new lot of reagents, calibrators, and/or controls prior to release of the product for sale) are evaluated. An analysis of the final release test data was completed and revealed that the reagent kit in question met all required specifications. The performance of axsym troponin-I adv reagent lot number 56954jn01 was comparable to other lots of reagent manufactured as determined from statistical process control charts. In addition, we examined customer complaints received to date for axsym troponin-I adv, list number 8k19-20 to determine if others have shared a similar experience. This information review did not reveal any related issues. From the information available, the issue at the customer site appears to be sample specific. This issue may be related to the high level of lipase (592; normal range (23-300)) in the patient sample. High levels of lipase may indicate the presence of some inhibitory component such as triglycerides that interfere with the assay. Based on the investigation, it was determined that the troponin-I adv reagent list number 8k19-20, lot number 56954jn01 is meeting its safety, effectiveness and label claims. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that one patient sample generated an initial axsym troponin-I adv assay result of 1.6 ug/l. Based on this result, the patient was treated with heparin. There is no information that reasonably suggests that the patient was injured by this treatment. This same sample was retested the following day and generated results of 0.8 and 0.00 ug/l. This sample was then tested on a different manufacturer's platform and generated a result of 0.01 ug/l. A new sample was drawn and tested on the axsym analyzer and generated a troponin-I result of 0.01 ug/l. No patient information was made available other than this patient had an elevated lipase result of 592 n.r. (Reference range of 23 to 300 n.r.).